Manufacturer narrative:
Crosstex recently received a complaint stating that indicator dots of the us906 product line are not transitioning to the signal color post sterilization. No lot number was available upon submitting the complaint to crosstex. Suspect product was available but has not been forwarded at this time. Due to the lack of availability of product, and in an effort to close this complaint within the acceptable time frame, the investigation will be limited to a two year complaint history review. On december 21st, 2018 a two year complaint history was conducted. The review shows that there are no confirmed complaints for this failure mode. Since no product has been received and no lot number is available for a batch record review, this complaint is now being closed. This issue has been logged into the and will be monitored for recurrence. Note: a retrospective review of potential serious injury complaints was performed. This MDR was identified as a reportable malfunction as a result and filed as part of the review activities. The complained product was not returned and the batch # was not provided. Due to the time frame, it was reasonable to assume that the product fell within the scope.

Event description:
It was reported there was an issue with the orange locks. The reporter indicated that the locks appear to be not sterilized and having to resterilize equipment. Per the reporter, the defective locks are thrown when they are bad, and they do not have any to ship, but would like 2 bags of replacements sent as 2 bags were mixed together and he would like to get rid of them since he doesn't know which was the defective lot. There were 1.5 hour delays in multiple surgeries, he has not kept track but they are general surgery and podiatry surgeries. Per hospital contact there was not additional intervention required and did not contribute or cause serious injury or death.